Event description:
A malfunction was reported on the pump by the customer, who did not indicate any prior notable events. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump using the provided reset information, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue returned.